Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.

Event description:
A break of the catheter at the y-connector. The indwelling period was unknown.